Manufacturer narrative:
H3: analysis of the catheter found catheter body; broken. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a company representative (rep) regarding a patient receiving intrathecal gablofen (1000 mcg/ml at 50 mcg/day) via an implanted pump for an unknown indication for use. It was reported that upon interrogating the pa tient's pump the rep asked if the patient had felt "itchy, twitchy, or moody". The patient stated that they had been itchy but felt like it was not out of the ordinary. The rep inquired if they were itchy without a rash present and denied having any itchiness without a rash. The healthcare provider (hcp) brought the patient back to move forward with the patient's pump replacement and when the hcp went to aspirate from the catheter access port (cap), they were unable to aspirate. The hcp then opened up the patient's spinal incision and noticed right below the anchor site the patient's catheter was fragmented. The hcp made a cut above the anchor site where the catheter was going into the spine and was able to get free-flowing cerebrospinal fluid (csf). The hcp decided to leave the intrathecal catheter and added just the anchor from the 8598a and then tunneled a new pump segment to the pump pocket. The hcp was then able to aspirate from the new pump cap and got 1 cc of csf. The hcp elected to drop the patient's dose from 301.8 mcg/day to 50 m cg/day. It was further reported that the patient did have a fall when trying to unlock their car on 2022-10-15 and since then the patient had more spasms in their legs and felt like their pump was not working as well. The patient first thought it was just their back/legs being sore from the fall but looking back it was clear that something happened to the catheter after the fall. The hcp suspected that likely the patient fragmented their catheter due to the trauma during the fall. It was reported that the hcp's operation/catheter revision resolved the issue. The issue was resolved at the time of this report and the patient's status was "alive- no injury". The patient's weight was 183 pounds and their medical history consisted of spinal cord injury due to "diving accident".

Manufacturer narrative:
Continuation of d10: product ID 8596sc serial# (B)(6) implanted: (B)(6) 2017 explanted: (B)(6) 2023 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(6), ubd: 07-mar-2019, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.